Event description:
The patient stated that on her v-go the needle retracted before 24 hours on (B)(6) 2019. Patient stated it was on for about two and a half hours and she was wearing it on the abdomen.